Event description:
On event date, the user faiclity's purchasing manager informed the manufacturer's representative of the following: "defective device". The manufacturer's representative spoke with the user facility's or manager and received clarification on "defective device", "device wouldn't flow".